Event description:
It was reported that there was a broken water hose. Problems were discovered during testing.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bent micro switch, corroded drain fitting, cracked tank cover, and faded line cord. Functional testing found it was actually the drain fitting that was broken which the drain tube is inserted into. The root cause of the reported issue was found to be customer damage. Replaced the drain fitting, drain tube, tank cover, micro switch, line cord, and pole clamp. Device passed all functional testing.